Manufacturer narrative:
The device was returned to zoll medical corporation; the evaluation found damage consistent with an overheated battery; however this could not be firmly established as the battery was not returned as part of this investigation. The upper housing was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing a battery was unable to be seated in the battery well to power the device on. Complainant indicated that there was no patient involvement in the reported malfunction.